Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator interface board battery,fluoroscopic functions board printed circuit board, power supply and generator battery. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was unable to perform fluoroscopic x-ray. No patient injury was reported.